Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extension tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.03cm in length. The evaluation confirmed the reported problem. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported an 8fr intra-aortic balloon (iab) catheter was inserted without difficulty. There was evidence of balloon rupture with blood in the gas line of the intra-aortic balloon pump (iabp). The doctor removed the iab catheter. There was no injury or harm to patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported an 8fr intra-aortic balloon (iab) catheter was inserted without difficulty. There was evidence of balloon rupture with blood in the gas line of the intra-aortic balloon pump (iabp). The doctor removed the iab catheter. There was no injury or harm to patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported an 8fr intra-aortic balloon (iab) catheter was inserted without difficulty. There was evidence of balloon rupture with blood in the gas line of the intra-aortic balloon pump (iabp). The doctor removed the iab catheter. There was no injury or harm to patient.